Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian female patient had impella 2.5 pump inserted in the right femoral. The patient was bleeding from the access site and as a result four (4) units of red blood cells (rbcs) was administered and surgical repair was done.